Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was blank, and the screen was black. The ccm was rebooted several times and the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr removed the ccm and returned it to the manufacturer for repair. The service repair technician (srt) duplicated the reported complaint. The srt determined that the backlight on the liquid crystal display (lcd) was defective. The lcd display was replaced, and release testing was performed. The unit operated to the manufacturer's specifications. The fsr reinstalled the ccm. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.